Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was noted to be component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had a hole in the cable that connected to the device. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.